Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('severe abdominal pain / abdomino-pelvic pain') and menometrorrhagia ('menometrorrhagia / blood loss could last for three weeks') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 1999, normal delivery (live child) in 1997 and allergy to metals (purulent reactions to wearing costume jewelry). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced asthenia ("asthenia-like / intense asthenia") and headache ("violent headaches / intense headaches"). In 2011, the patient experienced menometrorrhagia (seriousness criterion intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain"), insomnia ("insomnia"), skin disorder ("skin problems") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2013 and laparoscopic left salpingectomy) and thermocoagulation performed on (B)(6) 2013 with no success to resolve, hysterectomy. On (B)(6) 2013, the menometrorrhagia had resolved. At the time of the report, the pelvic pain had not resolved and the asthenia, headache, arthralgia, myalgia, insomnia, skin disorder and loss of libido outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, headache, insomnia, loss of libido, menometrorrhagia, myalgia, pelvic pain and skin disorder with essure. The reporter commented: patient recalls that during insertion, the doctor had difficulties placing the essure implant on the left left side, which caused severe pain. Patient had hysterectomy intervention to cease the menometrorrhagia, granting the desired effect but other adverse events did not resolve, not only that but some new one appeared. Another surgical intervention was made, this one to remove the essure fragment found in left fallopian tube the intervention given was "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy". Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2012: cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. Magnetic resonance imaging - on (B)(6) 2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. Pathology test - on an unknown date: biopsy pathology test of removed: the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. Ultrasound pelvis - on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic. X-ray - on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('severe abdominal pain / abdomino-pelvic pain') and menometrorrhagia ('menometrorrhagia / blood loss could last for three weeks') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 1999, normal delivery (live child) in 1997 and allergy to metals (purulent reactions to wearing costume jewelry). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced asthenia ("asthenia-like / intense asthenia") and headache ("violent headaches / intense headaches"). In 2011, the patient experienced menometrorrhagia (seriousness criterion intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain"), insomnia ("insomnia"), skin disorder ("skin problems") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy performed on (B)(6)2013 and laparoscopic left salpingectomy) and thermocoagulation performed on (B)(6)2013 with no success to resolve. On (B)(6)2013, the menometrorrhagia had resolved. At the time of the report, the pelvic pain had not resolved and the asthenia, headache, arthralgia, myalgia, insomnia, skin disorder and loss of libido outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, headache, insomnia, loss of libido, menometrorrhagia, myalgia, pelvic pain and skin disorder with essure. The reporter commented: patient recalls that during insertion, the doctor had difficulties placing the essure implant on the left side, which caused severe pain. Patient had hysterectomy intervention to cease the menometrorrhagia, granting the desired effect but other adverse events did not resolve, not only that but some new one appeared. Another surgical intervention was made, this one to remove the essure fragment found in left fallopian tube the intervention given was "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy". Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6)2012: cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. Magnetic resonance imaging - on (B)(6)2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. Pathology test - on an unknown date: biopsy pathology test of removed: the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. Ultrasound pelvis - on (B)(6)2018: presence of a single essure implant on the left, latero-pelvic. X-ray - on (B)(6)2018: presence of a single essure implant on the left, latero-pelvic. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('severe abdominal pain / abdomino-pelvic pain') and menometrorrhagia ('menometrorrhagia / blood loss could last for three weeks') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 1999, normal delivery (live child) in 1997 and allergy to metals (purulent reactions to wearing costume jewelry). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced asthenia ("asthenia-like / intense asthenia") and headache ("violent headaches / intense headaches"). In 2011, the patient experienced menometrorrhagia (seriousness criterion intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain"), insomnia ("insomnia"), skin disorder ("skin problems") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2013 and laparoscopic left salpingectomy) and thermocoagulation performed on (B)(6) 2013 with no success to resolve, hysterectomy. On (B)(6) 2013, the menometrorrhagia had resolved. At the time of the report, the pelvic pain had not resolved and the asthenia, headache, arthralgia, myalgia, insomnia, skin disorder and loss of libido outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, headache, insomnia, loss of libido, menometrorrhagia, myalgia, pelvic pain and skin disorder with essure. The reporter commented: patient recalls that during insertion, the doctor had difficulties placing the essure implant on the left side, which caused severe pain. Patient had hysterectomy intervention to cease the menometrorrhagia, granting the desired effect but other adverse events did not resolve, not only that but some new one appeared. Another surgical intervention was made, this one to remove the essure fragment found in left fallopian tube the intervention given was "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy". Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2012: cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. Magnetic resonance imaging - on (B)(6) 2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. Pathology test - on an unknown date: biopsy pathology test of removed: the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. Ultrasound pelvis - on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic. X-ray - on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2022: the case will be deleted from bayer pv database. Nullification reason: as it is duplicated from case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.